Manufacturer narrative:
(B)(4).

Event description:
New information received states when the patient returned to the hospital for an unrelated lead extraction, interrogation detected an alert for possible high voltage circuit damage was detected. Interrogation also detected noise episodes. It was discovered the alert was false and occurred due to an aortic valve replacement on the same date as the lead procedure. The alert was cleared and the patient condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Information on the screen after interrogation: possible high voltage circuit damage diagnostics it was reported that an alert for possible high voltage circuit damage was noted. Further evaluation was recommended. No adverse consequences for the patient were reported.